Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020.

Event description:
The service technician reported that the touchscreen is unresponsive. The service technician verified the reported problem. The customer reported that the unit was not in use on a patient. The issue was found during pm. The service technician replaced the touchscreen to address the reported problem.

Manufacturer narrative:
G4: 29apr2021. B4: 29apr2021. Failure analysis on the returned touchscreen shows that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.